Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices mentioned in b5 are being filed under separate medwatch numbers.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional neuro intervention aneurysm procedure. Reportedly, when the plunger was withdrawn, the suture was not present, as a cuff miss occurred with three prostyle devices. Manual compression was ultimately used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported needle to cuff miss was observed as a link separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or link pulled until it breaks contributed to the observed link separation. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.